Event description:
The (B)(6) old male pt with pre-existing condition of pvt, h/t (hyper tension) and ihd (ischemic heart disease) was admitted to the hosp four routine angioplasty to the sfa (superficial femoral artery) at rpa ccl (right pulmonary artery). The doctor commenced the procedure without incident. The sheath was inserted in order to deliver the dcb for treatment. The sheath broke off and some of it was left inside the pt. Attempts to remove it percutaneously with snares failed and therefore, the pt had to be transferred to ot (operation table) for a cut down and removal of the broken piece. Add'l info was received on (B)(6) 2015. The doctor stated "he had completed his procedure without incident. He had withdrawn the drug coated balloon from the sheath and was attempting to remove the sheath from the pts groin in order to close the puncture site. The doctor felt a lot of resistance and at this stage, he believed that the sheath was caught in the scar tissue in the pts common femoral artery. As the doctor tried to pu;; and remove the sheath, the sheath broke off and some of the sheath was left inside the pt. The doctor stated that he was only approx 4cm from the most proximal end of the sheath which was still inside the pt, but had no choice other than to take the pt to surgery and perform a cut down". The pt has been discharged from hosp and is now recovering at home.

Manufacturer narrative:
(B)(4). Event is currently under investigation.